Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02855. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence and enterocele and an obturator sling was implanted. It was reported that due to mesh erosion and rectocele, patient underwent mesh removal on (B)(6) 2010 by implanting surgeon. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.